Event description:
A medtronic representative reported that the navigation system arm was worn out and would not tighten. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.